Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 28nov2012 to the present date 27oct2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device allegedly alarmed for no reason. There was no reported patient involvement.